Event description:
On 1/06/2000, dr phoned a complaint to manufacturer. Dr reports injecting the upper right buckle of pt, and placing syringe with needle back into its wand. Dr reports that dental asst was cleaning up after the procedure and was stuck in the finger by the needle. Dr reports that the needle was protruding out of the cap that was placed back on the needle.